Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after implanting the left ventricular (lv) lead with a competitor pacing system analyzer (psa) normal measurements were noted. After connection the lv lead to the device out of range pacing impedance measurements were noted on the lv lead. The lv lead was disconnected from the device and reconnected but out of range pacing impedance measurements persisted. The lv lead was also re checked with the psa which showed normal impedance measurements. The device was replaced and the same lv lead was connected to the new device showed lower pacing impedance measurements but still out of range. The device will be returned. No adverse patient effects were reported.